Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test". The patient's medical history included vaginal discharge, d & c, hypertriglyceridemia, menometrorrhagia, hyperlipidemia, asc-us, breast pain, axillary pain, nabothian cyst and cervical dysplasia. Previously administered products included for an unreported indication: misoprostol and oxycodone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraine/headache"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (tlh, bilateral salpingectomy, cystoscopy and ablation). Essure was removed on (B)(6) 2020. At the time of the report, the heavy menstrual bleeding, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, migraine, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure removal date as per mr is (B)(6) 2020. Discrepancy noted in the previous insertion date (B)(6) 2007 and current (B)(6) 2009. Patient did not receive treatment for pelvic pain, abdominal pain, dysmennorhea (cramping) and menorrhagia (heavy menstrual bleeding) she is scheduled for tlh, bilateral salpingectomy, cystoscopy on (B)(6) 2020 at 0730 am for treatment of menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound breast - on (B)(6) 2020: 3 mm cyst within the lateral aspect of the left breast at 3:00 middle depth. Ultrasound pelvis - on (B)(6) 2020: nodular endometrial thickening. Polyp or other endometrial mass not ruled out. Clinical evaluation recommended. 2. Nabothian cysts. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jun-2021: mr received: reporter, medical history and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine/headache"), vaginal haemorrhage ("abnormal vaginal bleeding"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, migraine, vaginal haemorrhage, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the previous insertion date (B)(6) 2007 and current (B)(6) 2009. Patient did not receive treatment for pelvic pain, abdominal pain, dysmennorhea (cramping) and menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine/headache"), vaginal haemorrhage ("abnormal vaginal bleeding"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, migraine, vaginal haemorrhage, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the previous insertion date (B)(6) 2007 and current (B)(6) 2009. Patient did not receive treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: case was updated from nonserious incident to serious incident. Following events were added: migraine/headache, abnormal vaginal bleeding,bladder problems, urinary problems or changes. Lot number added. Reporter information added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test". The patient's medical history included vaginal discharge, d & c, hypertriglyceridemia, menometrorrhagia, hyperlipidemia, asc-us, breast pain, breast tenderness and nabothian cyst. Previously administered products included for an unreported indication: misoprostol and oxycodone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraine/headache"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (tlh, bilateral salpingectomy, cystoscopy and ablation). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, migraine, vaginal haemorrhage, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the previous insertion date (B)(6) 2007 and current (B)(6) 2009. Patient did not receive treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding) she is scheduled for tlh, bilateral salpingectomy, cystoscopy on (B)(6) 2020 at 0730 am for treatment of menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): ultrasound breast - on (B)(6) 2020: 3 mm cyst within the lateral aspect of the left breast at 3:00 middle depth. Ultrasound pelvis - on (B)(6) 2020: nodular endometrial thickening. Polyp or other endometrial mass not ruled out. Clinical evaluation recommended. 2. Nabothian cysts. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-jan-2021: mr received: "previously reported event pelvic pain made medically significant and intervention required due to surgery". Reporter, medical history, essure removal date, lab test and rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.